Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was no initial calibration. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of no initial calibration. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. The share log was reviewed and the transmitter failed as the logs showed signal loss during warm up on the issue date within the investigation window. The customer complaint of no initial calibration was confirmed. The root cause of no initial calibration was signal loss and the root cause of signal loss could not be determined. This complaint was deemed reportable based on the findings of signal loss.